Manufacturer narrative:
H10. Additional narrative: added to b5, b7, h6 codes. The clinical observation was confirmed. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The cause of the event was related to procedural factors at time of original implant. Corrected data: added d2, d5, e1,

Event description:
Edwards received information a 23mm aortic valve was explanted after an implant duration of 12 days due to severe perivalvular insufficiency and dehiscence due to two sutures tore through annulus. The explanted device was replaced with a 25mm aortic valve. The original implant procedure involved ascending and proximal aortic arch replacement, coronary artery bypass grafting x 2, and aortic valve replacement. Patient was referred to hospital with severe perivalvular leak and congestive heart failure. The 23mm aortic valve itself appeared relatively normal; however, surgeon did find what appeared to be 2 sutures had pulled through underneath the left coronary artery and over towards the left non-commissure. There was a moderate amount of calcium that came up from the anterior leaflet in this area. In order to take the valve out and not have any problems with the pledgets that were underneath the valve, the surgeon cut the leaflets out of the aortic valve. The sutures and stent was then removed. The aortic valve was replaced with a 25mm aortic valve. The patient also underwent coronary bypass x1 involving right coronary during the procedure.. The patient tolerated the procedure well and was transferred to the cardiac intensive care unit n stable, intubated condition. Patient was discharged on post-operative day seven (7).

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device are in process. If additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 23mm aortic valve was explanted after an implant duration of 12 days due unknown reasons. The explanted device was replaced with a 25mm aortic valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 conclusion code.